Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a small protruding plastic hairs could be detected from the cartridge or a plastic thread/cartridge material hangs on the outside sack of the iol which can be removed through irrigation and aspiration.